Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was temperature management issue on the arctic sun device.

Event description:
It was reported that there was temperature management issue on the arctic sun device. Per follow up information received via email on 29dec2022, there was no patient involvement. The date of event occurred was 19sep2022. There was a mixing pump issue. Per follow up information received via email on 02jan2023, the customer had not reported as particular cooling mode as the device was not used by them on patient.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Therefore labeling review was not required. Correction: f,g,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.